Event description:
A customer reported via phone call indicating that calibration errors on their insulin pump. The patient's blood glucose was 46 mg/dl at the time of the call. The customer treated their blood glucose with 25 grams of carbohydrates. The customer was informed that the sensor needs to be replaced. The customer will monitor the issue and will call back if they needed further assistance. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.